Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer went to swimming with insulin pump and had insulin pump error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection.